Event description:
It was reported that during a stenting procedure of a moderately calcified unspecified vessel, for post-dilatation of a non-abbott stent, a fox cross balloon dilatation catheter (bdc) was advanced and when inflated below ruptured balloon pressure (rbp) rate, the balloon ruptured. The bdc was removed without reported issue and another fox cross bdc was advanced to the lesion. Again the balloon ruptured below rbp and was removed without reported issue. There were no adverse patient effects or no clinically significant delay in the procedure reported. No additional information was reported.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The fox cross referenced is being filed under a separate manufacturing report number.